Manufacturer narrative:
(B)(4) - lens work order search. Results - visual inspection of the returned product found the lens haptic is bent and optic is torn at the haptic junction. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The rptr stated they rec'd a aq2015a silicone aspheric three piece lens with a bent haptic. Noticed the haptic was bent when it was taken out of the package. There was no attempt to load the lens. Stated it was rec'd defective. There was no pt contact.